Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak. Complaint is not confirmed and the assignable cause is undetermined because sample is unavailable and user did not describe any types of use errors or other issues that might have caused the issue. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During the assistance with a reload the set 160 alarm on the home choice (hc), this occurred on the homechoice (hc) during use, during prime; the patient revealed during troubleshooting the cassette started to leak. The technical service representative then instructed the patient to start over with new supplies.during follow-up the peritoneal dialysis registered nurse (pd rn) was asked about the reported problem. They stated that as far as they know the patient was doing fine, they have not had contact regarding the recent reported problem. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.